Manufacturer narrative:
H.6. Investigation: photo received for investigation, upon visual inspection of the pictures received it can be confirmed leakage past the stopper in the syringe shown. No damage in any of the visible parts of the syringe can be seen. Stopper is correctly assembled in the device. Ten retained samples from the same lot were evaluated, no damage can be observed. Stopper is correctly in all of the syringes. Functional test was performed, no leakage observed. A device history review was performed for reported lot 2010110, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage past the stopper. The following information was provided by the initial reporter: leakage

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage past the stopper. The following information was provided by the initial reporter: leakage.